Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the loop recorder exhibited false pause episodes due to undersensing. There were no issues to the patient. Programming changes were discussed. No intervention was performed.